Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy after the surgeon was finished with the device the scrub tech noticed the jaws would not open even when the handle was in the release position. The device had been fired 6 times without difficulty. The surgeon is not aware of the problem. There was no consequence to the pt.